Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h6, h11. The e-200 generator was received and inspected. Upon visual inspection, no issues were found that could be related to the reported event. The unit was integrated into a known-working system. It powered on and all the port led lights were confirmed to be within acceptable illumination. During system drive testing, all ports (bipolar and monopolar) successfully delivered energy throughout cautery testing, with smoke generation and audible tone verified. Diagnostics were checked, where no error logs were found that could be related to the reported event. The unit also completed fixture testing and passed. The unit passed all required tests. The complaint was not confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse replaced the e-200 generator due to the customer reported complaint. The da vinci system was tested and verified as ready for use. The system logs for this procedure showed an error indicating energy activation was halted by an instrument or instrument cable connected to the e-200 generator. The e-200 generator has not been received yet for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the e-200 generator had performance issues when cutting/coagulating medium and large vessels around the uterus. The bleeding occurred while dividing ligaments and vessels for the removal of the uterus. The customer reported that the bleeding occurred due to the usage of the e-200 generator. The customer used a maryland bipolar forceps (mbf) instrument coagulate a vessel. The customer explained that the vessel appeared to be coagulated but after cold cutting it with a monopolar curved scissors (mcs) instrument, bleeding occurred. There were no anatomical or pathological factors of the patient that caused bleeding. Bleeding from the vessel was not expected for this type of surgery. The amount of blood loss was not provided. The bleeding was resolved using hem-o-lock clips. No transfusion was required as a result of the bleeding. There was no serious clinical instability of the patient during the time it took to obtain and install a backup instrument, which took about 30-60 seconds. In addition, the patient did not experience a serious deterioration/clinical instability due to delay in hemostasis. The procedure was completed robotically. Furthermore, the patient did not experience any post-operative complications. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended connecting a backup e-200 generator and checking the performance but no backup generator was available. The customer used a backup erbe generator. The tse checked the logs and found multiple occurrences of a specific system error during the last month.